Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital due to high blood glucose. The customer stated that the day before her blood glucose was 25mg/dl by the time the paramedics arrived, and the day of call her blood glucose was 516mg/dl. Troubleshooting was performed and it appears that the insulin pump was functioning. No further information was provided.